Event description:
It was reported that the device exhibited premature battery depletion. The device was explanted and replaced. The patient was doing fine post procedure.

Manufacturer narrative:
(B)(4).